Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00910. Device discarded by hospital

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and another manufacturer's microcatheter. During the procedure, the physician was unable to advance two ruby coils through the microcatheter and they were removed. The procedure successfully continued using another manufacturer's coils and a smaller microcatheter. There was no report of an adverse effect on the patient.